Manufacturer narrative:
The account was advised to replace the external buzzer with scale and pt position module power control board kit to resolve the issue.

Event description:
The account alleged the pt position module volume is faint. No pt impact.